Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "almost fell over, shaking, legs were weak", a loss of consciousness and was unable to self-treat, requiring non-healthcare professional administration of cola for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Attempted to scan the sensor with evm (evaluation module), sensor did not scan. Reset the evm and scanned the sensor again, however, sensor did not scan. An extended investigation was performed. A review of the case history was performed. The sensor was unable to be scanned. Visually inspected the returned sensor, no issues were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The sensor battery was measured and the result was not within specification range. Sensor was placed in the test fixture. Data was extracted using approved software and extraction was successful. Functionality test could not be performed on the sensor due to the full event log; therefore this issue is unable to test. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. Updated d4 UDI all pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "almost fell over, shaking, legs were weak", a loss of consciousness and was unable to self-treat, requiring non-healthcare professional administration of cola for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Attempted to scan the sensor with evm (evaluation module), sensor did not scan. Reset the evm and scanned the sensor again, however, sensor did not scan. An extended investigation was performed. A review of the case history was performed. The sensor was unable to be scanned. Visually inspected the returned sensor, no issues were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The sensor battery was measured and the result was not within specification range. Sensor was placed in the test fixture. Data was extracted using approved software and extraction was successful. Current consumption test was performed on returned sensor and "otp event log full¿ message was observed while attempting to restore. It was an indication that event log is filled, therefore this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. Section d4 (primary UDI number) has been updated. This also serves as a correction report. Section h11 ( additional MFR narrative) was incorrectly documented in previous report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "almost fell over, shaking, legs were weak", a loss of consciousness and was unable to self-treat, requiring non-healthcare professional administration of cola for treatment. There was no report of death or permanent impairment associated with this event.